Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured capacitor output was below product specifications. There was no patient involvement.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured capacitor output was below product specifications. There was no patient involvement.